Manufacturer narrative:
Brand name, UDI, and operator of device are unknown; no additional information was received. The product was returned by the customer; then forwarded to the supplier. This is a supplied item (high flow meter kit) and the device history record (DHR) is at the supplier. No further information was received. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was not switching on. No patient injury was reported.